Manufacturer narrative:
The device was returned to olympus for evaluation and the customers reported problem was confirmed, the rubber from the video connector came off. The inspection also noted white dots on the image, the serial ring is loose, the rigid outer tube is dented, insufficient lighting due to light guide bundle breakage, and scratches on the cable unit. The review of the device history records for the affected lot or serial number without showing any non conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the rubber black part at the base of the video system connection has come off endoeye high definition ii autoclavable video telescope. The customer reported problem was found at reprocessing. The therapeutic procedure was completed without delay. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to improper handling by the customer. Olympus will continue to monitor field performance for this device.